Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n409322007, implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had worsened spasticity with a date of onset of (B)(6) 2014. The adverse event was noted as not related to the drug, catheter, pump or programmer, and unknown if related to the procedure. After the implant of the pump, the starting daily dose of 50 mcg was reportedly very effective against spasms. The daily dose was gradually increased and the spasms were controlled, but eventually they could no longer be controlled despite the dosage increases, so a contrast study was conducted. The results showed no abnormalities in the catheter. The drugs showed great effect for a short time afterwards, so chemical resistance was also negated. The underlying disease was cervical acute epidural hematoma; because of that, the catheter tip was inserted up to that area, some of the drug had accumulated in the subarachnoid cavity, so it was believed that the drug had spread during the contrast study. The event outcome was reported as not recovered. The treatment was reported as intrathecal baclofen (itb). It was further reported that the catheter was still in use.